Event description:
It was initially reported that the handle was stuck on the zimmer skin graft mesher. Additional clinical follow up with the customer indicated that the device was being used when the issue was noted, however there was no damage to the harvested graft, no patient harm or medical intervention required. An alternate device was retrieved for use during the procedure and there was no extension in surgical time. During device analysis, it was determined that the comb was bent.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/08/2013 and has no repair history at zimmer surgical. Evaluation of the device observed that the ratchet gear was stuck on the roller and the ratchet gear contained non-zimmer set screws. It was also observed that there was damage to the comb and gouging of the side plate at the point of roller insertion. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb and ratchet gear being stuck to the roller. The device was likely in use with the ratchet improperly seated on the roller, and was likely galled by the non-zimmer set screws of the ratchet gear as a result. This most likely caused the ratchet to become stuck to the roller. Improper handling by the customer most likely caused the galling of the roller, which most likely caused the customer's reported event. Additionally, improper handling most likely caused the damage to the comb, right side plate and bushings. The device was serviced and returned to the customer.